Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed symptoms. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be leg 16 of diode cr30 had a broken solder joint. This caused the device to only output a monophasic waveform and also log the reported service code.

Event description:
It was initially reported that the customer's device had its service indicator illuminated and had logged an event code. After an evaluation of the device, it was observed that the device was only able to deliver approximately 20% from the selected energy level in a monophasic waveform. There was no report of any patient use associated.